Manufacturer narrative:
(B)(4). Concomitant medical products: 178558, cps short anchor plug 16mm, 032170, 178528, cps transverse pin 6pk 36mm, 054360, 178366, cps nut co-cr-mo alloy, 600480, 178512, cps centering sleeve 17mm, 526830. Report source, foreign - the event occurred in (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left distal femoral resection procedure and was implanted with a limb salvage system. The patient was revised approximately seven months post implantation due to implant fracture. No additional information is available.

Event description:
Upon further evaluation, it was determined this product did not cause or contribute to the event.

Manufacturer narrative:
Upon further evaluation, it was determined this product did not cause or contribute to the event.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left knee procedure. Subsequently, the patient was revised due to implant fracture. It was further reported that patient presented with pain and limited range of motion which was due to the implant fracture.